Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3000tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 18 years, 5 months due to calcification, stenosis with high gradients. The patient presented with shortness of breath. The tavr procedure was successfully performed with a 23mm 9755rsl valve. Everything went well but, the patient developed high gradient and returned to the cath lab on pod#11 to fracture the surgical valve.